Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had 2 motor errors, bottom button was unresponsive and had to be pressed multiple times to get it worked. Customer also stated that rewound was sower and louder. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive or motor anomaly, motor error alarm or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).